Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6) repeatedly stopped compressions and then turned off completely" was not confirmed during the archive data review or functional testing. No device malfunction was found during testing at zoll, and the autopulse platform functioned as intended. The autopulse platform passed the initial functional test without fault or error, and the customer's reported complaint was not replicated. The battery connector and all the wiring were inspected, and no issue was found. The autopulse platform was tested with manikin and the lrtf (large resuscitation test fixture) using five different batteries. No error was detectable, and the autopulse platform passed the functional tests with no issues. Following service, the autopulse platform passed all testing criteria.

Event description:
The customer received a report of an unconscious patient and attempted to resuscitate the patient using the autopulse platform (sn (B)(6). En route, the customer was informed that bystanders had initiated telephone-based CPR. Upon the arrival of the emergency services, the crew found the patient lying in the garden, having been resuscitated for about 7 minutes. The crew took over the resuscitation efforts, diagnosed ventricular fibrillation, and applied the patches. The crew immediately placed the autopulse platform on the stretcher and resuscitated the patient. The initial positioning on the platform was incorrect, as the patient's arms were also strapped in, but the autopulse did not display any error messages and turned off. After correcting the patient's position, the crew turned the autopulse back on and attempted to continue the resuscitation. This time, the device compressed the patient's chest 5-6 times and then turned off completely, without displaying any error messages. This was repeated approximately 5-6 times. Therefore, the crew switched to manual CPR. No consequences or impacts on the patient. Upon later inspecting the device after the call, the customer confirmed that the battery was fully charged and correctly inserted and locked in place, ruling out these potential sources of error. The autopulse platform was then taken out of service.